Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, the fse found that the ip-pc was not working. The ip-pc was replaced earlier. So, the fse reloaded the software to ip-pc and flex pc. After reloading the software to ip-pc and flex-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips.